Event description:
Customer reported that the cufflator needs calibration. The issue was discovered during set up. There was no pt contact reported.

Manufacturer narrative:
Results - eval of the returned product revealed that the needle pointer is at zero. The needle goes up when the inflation bulb is squeezed, but returns to the initial point on its own. Therefore cufflator does not hold pressure. Also observed that the rubber protective ring is offset and the clip is compressed. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure readings or zero when nothing is connected, or if the unit is ever dropped. (B)(4).